Event description:
It was reported that an alert via review of remote transmission that the device delivered an inappropriately shock due to atrioventricular nodal reentrant tachycardia (avnrt). It was noted that the device ultimately functioned appropriately. No device changes made due to plan for patient to get avnrt ablation. The patient was in stable condition with no adverse health consequences.